Event description:
It was reported the motor was moving too fast on the customer's insulin pump. It was also reported there was an insulin leakage as a result of the motor anomaly. No additional information provided.

Manufacturer narrative:
Pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform functional testing including displacement test, basic occlusion, occlusion, prime/a33 and no delivery test due to motor error alarm. No moisture damage inside reservoir compartment or cosmetic damage noted.